Manufacturer narrative:
The user facility reported that while the hospital staff was preparing for a procedure, the operating table went into a right tilt position without being commanded to do so. Hospital staff returned the table to the level position and transferred the patient to another surgical table. The scheduled procedure was completed successfully without further incident and there were no injuries to the hospital staff or patient. Steris service technicians inspected the table and found that the third party service provider had repaired the table by replacing the table's clevis, clevis pins and locking plate and returned the table back into service. The clevis is a metal rod approximately one half inch in diameter that connects the vertical tilt hydraulic cylinder to the underside of the tabletop. The technicians found no issue with the table's electrical components or floor locks and tested the table's functions without issue, including all articulations with the primary and override switch controls. The parts replaced by the third party service provider were unavailable for evaluation as they had been disposed of. Steris engineering evaluated a photograph taken by the service provider and observed that the clevis exhibited a clean break and showed no indication of degradation or fatigue. Once the connection between the tilt cylinder and tabletop is damaged, inadvertent table movement may occur when weight is applied to the table. This surgical table is approximately 17 years old and has exceeded its useful life of 10 years. The table is not under steris service contract and is currently maintained and serviced by a third party service provider. This event is considered isolated.

Event description:
(B)(4).